Manufacturer narrative:
(B)(4).

Event description:
It was reported on "(B)(6) 2025, the smartsheath was found block, the swg can't through it during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2025, the smartsheath was found block, the swg can't through it during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one hemodialysis kit for analysis. No damage or defects were seen on the unit. The smartseal dilator was cross sectioned after functional testing and excess extruded material was observed in the lumen. The guidewire included with the kit was inserted into the smartseal dilator and would not pass through sucessfully. The dilator is locked 8.5cm from hub and 12.75 cm from tip. Occlusion seems to be caused by excess extrusion. A device history record review was performed, and no relevant findings were identified. The instructions for use included with kit state, "thread dilator/sheath assembly over guidewire. Advance the dilator and sheath together with slight twisting motion over guidewire into vessel". The customer report of dilator blocked was confirmed through functional testing of the returned sample. The guidewire included in the returned kit was inserted through the smartseal dilator but complete insertion was not successful. There is an occlusion in the lumen of the dilator about 8.5cm from hub and 12.75 cm from tip. Visual analysis revealed excess extruded material at the cross section of the occlusion. No other defects or damage were seen on any part of the unit. A device history record review was performed, and no relevant findings were identified. Based on the customer report and returned device, the most likely root cause is supplier related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn #: (B)(4). The actual device was not returned; however, the customer provided a video for analysis. The investigation states " no unit was returned for evaluation. A video of the issue was shared. The wire could not be backloaded via the lumen of the dilator. Obstruction was confirmed. The wire was functionally attempted to be frontloaded; it could not pass via the lumen. A second dilator was used to compare and functionally test for obstruction. The wire could pass through it. Without a device return, the defect causing the obstruction cannot be determined. Based on the information, the most likely root cause of the issue is undeterminable."

Event description:
It was reported "(B)(6) 2025, the smartsheath was found block, the swg can't through it during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".